Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that some of the pins in the black power cable of the system controller were stuck in the black mobile power unit (mpu) connector. The system controller and mpu were exchanged.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. Manufacturer's investigation conclusion: the reported event of pins being stuck in the black power cable of the system controller from the black power cable connector on the mobile power unit (mpu) was confirmed via the submitted images. The mpu, serial number (B)(6), was not returned for analysis. Upon review of the submitted images it was observed that one of the pins from the black power cable male connection on the mpu broke and was stuck in the black power cable female connection of the system controller. The system controller and mpu were exchanged. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. The heartmate 3 patient handbook, section 6 ¿caring for the equipment¿, and heartmate 3 IFU, section 8 ¿equipment storage and care¿, explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook, section 10 ¿safety checklists¿, and heartmate 3 IFU section, e ¿safety checklists¿, provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU, section 8 ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿caring for the equipment¿, explain how to properly handle the equipment to prevent damage. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.